Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable at the distal idlers was broken. The cable segment stuck out at the instrument's wrist. It was determined that the cable broke under tensile loading. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci si gastric bypass procedure, the wire on the large suturecut needle driver instrument separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.